Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device has been returned to the manufacturer. The investigation is underway. The instructions for use (IFU) identifies premature or difficult coil detachment as potential complications associated with use of the device.

Event description:
It was reported that during an embolization treatment, the coil detached in the microcatheter. The entire coil and pusher were removed along with the microcatheter. There was no reported patient injury or intervention. The patient was reported to be fine.

Manufacturer narrative:
The pusher and implant were returned for analysis. The implant was found detached from the pusher. Evaluating the implant first, overall the implant had a few kinks, and was straightened with stretch damage noted at the proximal portion. The stretch damage started just distal of the proximal tie knot area, and extended for about 4" where the coil was also noted to be straight. As mentioned, a few loops were kinked. The distal ball of the implant was within specification. The pusher was examined next. Lead wire separation was observed starting 14" distal of the proximal end of the pusher and extending for 7" along the pusher. The proximal portion of the body coil of the pusher was bent, and the core wire 5.5" from the distal tip was kinked. The strain relief of the pusher did not show any signs of damage or burn marks. The proximal solder joint appeared intact. The resistance of the pusher was measured at 39.4 ohms, which is within specification, and the 4-way v-grip continuity test indicated all green lights. The attachment monofilament had a rebound length of 0.023". The pet on the pusher was cut open to fish out of the attachment monofilament where the tip was observed to be stretched. The device cannot be advanced in a microcatheter due to the implant being detached and damage to the pusher. There were no other notable observations. Based on the investigation the complaint is non-verifiable, because the microcatheter was not returned for evaluation. While the implant was found detached from the pusher, there is no indication from the implant that would have caused the detachment, and without examination the microcatheter, cannot be ruled out. The stretched monofilament tip suggests that the implant detached most likely due to the implant experiencing over specification of pull force. Stretch damage to the implant also supports over specification of force, where possibly a portion of the distal implant became stuck or produced enough resistance where pulling back the implant caused the breaking pull force. The distal portion of the implant does not show any definitive signs which could cause the implant to become stuck, the tortuosity is unknown, and the microcatheter cannot be investigated; therefore, the root cause for the over specification of force which detached the implant cannot be determined.